Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 150mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The displacement test, prime, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.